Event description:
There was resistance felt when delivering the pressurewire certus. After an ffr measurement was performed the pressurewire became stuck when pulling it back to the eq point. The pressurewire was attempted to be pulled out of the patient but it fractured. The guiding catheter was replaced and the fractured piece was retrieved by a snare catheter. The ffr procedure was aborted. No fragments were left in the patient and there were no patient consequences.